Event description:
Supplement report being submitted due to the completion of the investigation on 26 oct 2022.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint file was 1 out of 3 opened from the tanikawa et al 2022 literature paper in relation to the off label use of 1 echo-19 devices of unknown lot number. Region. Pr (B)(4): tanikawa et al 2022 ¿ off label usage of echo-19; pr (B)(4): tanikawa et al 2022 ¿ off label usage of zimmon biliary stents + stent occlusion (emdr # 3001845648-2022-00647); pr (B)(4) : tanikawa et al 2022 ¿ user error (incorrect size wire guide) used with zimmon biliary stents (emdr # 3001845648-2022-00648). Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 1 cases of the needle used for the purpose of gaining access to the afferent loop. Which would be considered off label use. (Ifu0101). Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as there was 1 cases of the needle used for the purpose of gaining access to the afferent loop which would be considered off label use which would be considered off label usas per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, patient death due to cancer progression. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Tanikawa et al 2022 - afferent-loop syndrome treated with endoscopic ultrasound-guided drainage of the afferent loop with a plastic stent. This study reports the use of endoscopic ultrasound (eus)-guided afferent loop drainage with a plastic stent and its reintervention for malignant als. We employed a convex eus scope, gf-uct260 (olympus, tokyo, japan), and visualized the dilated afferent loop. From the stomach, we punctured the afferent loop with a 19-gauge echotip ultra (cook, winston salem, nc, USA), dilated the fistula with an electrocautery catheter, a cysto-gastro-set (endo-flex, rohrdorf, germany), then inserted a 0.025-inch guidewire into the afferent loop. Finally, we inserted a double pig-tail plastic stent (7fr.-7cm double pig-tail stent, zimmon type; cook, winston salem, nc, USA). The dilated afferent loop immediately began shrinking on CT after the procedure. Moderate peritonitis due to secretion leak occurred but was ameliorated using antibiotics. Other acute complications did not occur. A few days after eus-guided drainage, the abdominal pain improved, and oral intake became possible. Seven days after the intervention, the patient was discharged from the hospital. Five months after eus-guided drainage, the patient complained of abdominal pain and was admitted to our hospital again. A CT scan disclosed recurrence of als. Although the plastic stent remained between the stomach and afferent loop, we diagnosed stent occlusion. We removed the occluded stent and inserted two plastic stents according to the step-up approach for walled-off necrosis of the pancreas. We employed a gastric scope (gif-q260j; olympus, tokyo, japan). Before removal of the previous stent, we inserted a 0.025- and a 0.035-inch guidewire using an uneven double-lumen catheter. In this case, the afferent loop was slightly far from the stomach wall; therefore, we did not add balloon dilatation to avoid fistula injury. Since the fistula lumen was still narrow to deploy two new plastic stents, we deployed a 6fr.-4cm zimmon over the 0.025-inch guidewire first, and then, we removed the previous stent. Finally, over the 0.035-inch guidewire, we deployed the second double pig-tail stent, a 7fr.-4cm zimmon, into the remained gap in the fistula. Recurrence of stent occlusion did not occur until the patient died of cancer progression 2 months after treatment. This file will capture the off-label usage of echo-19 as the device was used for the purpose of gaining access to the afferent loop. Patient death due to cancer progression.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.